Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: no complaint against the device: no observations are performed for the complaint as the event is no complaint against the device. Additional observations: deformation observed. White particles were observed on the surface of the device. Creases were observed. Wear abrasion observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Information contained in this report was previously submitted through asr / psr on (B)(6) 2019.